Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) related to the right ventricular (rv) lead. There was a suspected insulation breach on the lead which caused arcing during high voltage therapy. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the por cleared all lead data. Products: d274drg ICD implanted: 2010 (B)(6); 5076-58 lead implanted: 2003 (B)(6); 457453 lead implanted: 2010 (B)(6). (B)(4).